Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was observed during review of the device data logs. Four successful shock events were seen with increasing charge times followed by two charge attempts that result in charge timeout failures. The device was put through extensive testing including full functional testing, shock testing, shock stress cycling, and sync testing without duplicating the report. The battery lug nuts and battery pins were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.